Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm coyote (nc quantum apex) balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mmx30mmx143cm coyote (nc quantum apex) balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured during first inflation at 6 atmospheres.

Manufacturer narrative:
Updated b5 describe event or problem.